Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported that the operating test failed for the battery. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. One processor pca was returned for failure analysis. The reported allegation, "operating test failed", was not verified or duplicated during lab tests. There was no fault found with this processor board. Upon conclusion of the evaluation, it was determined that the battery and processor pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the operating test failed for the battery. There was reportedly no patient involvement.